Manufacturer narrative:
Unit passed selftest and displacement test. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm during self test. The customer¿s blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. The error table indicated that the insulin pump should be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump was returned for analysis.